Event description:
It was reported that, "the reamer was very dull, and delayed insertion of a lag screw by 5 minutes."

Manufacturer narrative:
Additional info has been requested, if additional info received it will be provided on a supplemental report.